Event description:
It was reported via repair work order that the bed would not lower due to malfunctioned angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.